Manufacturer narrative:
Additional information: d9, g3, h3, h6 visual comments and observed conditions: cable: no visual defects identified; no problem found. Burr/attachment mentioned in the allegation was not returned with device for evaluation. Shp functional evaluation: device ar-8332h, s/n(B)(6) was subjected to functional testing per wi-000100858. The device was tested with a known good shaver console unit (scu) and passed all performance requirements and functioned without any issues. Specifically, components such as the collet and locking pin functionality and testing did not find any issues. Additional testing using a known good attachment/burr was done and the handpiece operated successfully. In reference to the customer's complaint, " ar-8332h synergy shaver stopped working during a case with no patient affected; shaver hp was shredding the inside of the actual burr...;" since investigative findings were not able to replicate the customer's complaint and all components functioned without any issues, the reported event was therefore, considered not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-may-2026, a facility representative reported via (B)(4) that an ar-8332h synergy shaver stopped working during a case with no patient affected. Additional information was provided in (B)(4). Per the rep, they had an issue mid-case where a shaver hp was shredding the inside of the actual burr, as seen in the attached photos. The hcp burring in a shoulder case worked initially. Still, as it continued, the inside of the disposable, where it locks into the hp, began to spin in place when the locking mechanism was presumably broken. They swapped it for another hp, and the case was completed without an issue. It appeared that the inner tabs from the hub came off, likely indicating that too much pressure/torque was applied, and the motor driver sheared them.